Manufacturer narrative:
Literature citation: biscaglia, simone et al., "bioresorbable scaffold vs. Second generation drug eluting stent in long coronary lesions requiring overlap: a propensity-matched comparison (the underdogs study)¿ the international journal of cardiology, 2016 208 p40-45. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same literature article as MDR ID 2134265-2016-03964. It was reported via literature thrombosis and myocardial infarction occurred. The study was sought to give preliminary findings about safety of bioresorbable scaffolds (brs) implantation in overlap in long coronary lesions. Data collection of consecutive patients with brs implantation in overlap was received from 16 international centers between june 2012 and january 2015. Each patient in the brs group was matched through a propensity score to a comparable patient treated with second generation drug eluting stents (des). The brs device was non-bsc. Second generation des devices included non-bsc devices, promus element and promus premier stents. Primary endpoint was combined incidence of cardiac death, target vessel myocardial infarction (tvmi) and target lesion revascularization, device oriented endpoint (doce). In the des group 3 late stent thrombosis was observed. Overall, procedure related myocardial injury occurred in 54 patients. It was not indicated which patient complications were related to the specific devices.